Event description:
A healthcare professional reported that the patient experienced vertical gas breakthrough in the left eye and the flap was neither lifted nor treated, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Technical service review: a review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified before and after the treatment day. An extensive system check was performed a week before the treatment day which showed that the device is working according to specifications. The latest instance of preventive maintenance took place and the field service engineer was present onsite when the reported event occurred and proceeded to document that he "found several consistencies with the reported issue on clinical bulletin 91. Found sticking of patient interface when inserting into application interface. Replaced application interface and completed system verification to spec." The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-three successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed over eleven minutes before the start of the treatment and not immediately before the treatment. The logfile also shows vacuum two time was around thirty-seven seconds., the duration of the docking process was around one minute thirty eight seconds, the total treatment duration was around one minutes fifty five seconds and there was one vacuum one miss. The surgeon interrupted the treatment once by releasing the laser pedal. The user operated within the recommended energy settings and no relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The treatment report image provides additional information: it can be seen that the canal is significantly cut into the patient interface. Additionally, the flap is decentered and the applanation surface seems to be decentered as well. Fluid under the patient interface can be identified. These factors, together with multiple docking attempts, docking technique as well as extend treatment times and longer beam control check periods can lead to a higher variability in flap thickness. All collected information indicates that an inappropriate insertion of the patient interface lead to the described event. Additional contributing factors are the thin flap planned as well as long beam control check and treatment times. The manufacturer internal reference number is: (B)(4).